Manufacturer narrative:
The electrode belt sn (B)(4) was returned to the distributor nd found to be fully functional. There is no indication of a device malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of a liquid. This is consistent with the patient reportedly dropping the monitor into a sink full of water. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Upon further investigation of the download data, the monitor was receiving a service code 104 (sd card fault) prior to the treatment event, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one shock on (B)(6) 2021. It was reported that the patient was home at the time of the treatment event. The patient's ECG rhythm at the time of the treatment is unknown. The patient was receiving sd card faults (service code 104) on the days prior to the event. The response buttons were not pressed during the event. The patient ended use of the lifevest to receive an ICD. Reporting event out of an abundance of caution as the patient's rhythm at the time of treatment is unknown. The patient reportedly dropped the monitor in a sink full of water following the treatment event.